Event description:
Cautery wand attached to the scope, it is usually activated by a switch. The wand will cauterize vein branches. The assistant was not activating the wand however the wand began activating by itself and smoking inside the patient. When it was pulled out it continued to smoke. There was no injury to the patient.